Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low na results were obtained on two patient samples on a dimension exl 200 instrument. A customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced integrated multisensor technology (imt) tower, washer, pump tubing, and pump head; lubricated and cleaned imt pump head rollers and port; ran conditioning, dilution check, and quality controls, resulting acceptably. The cause of the discordant, falsely low na results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The patient samples were repeated on the same instrument, resulting higher and were not reported to the physician(s). The samples were repeated on an alternate non-siemens instrument, resulting higher. The repeat results on the alternate instrument were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.